Event description:
It was reported to boston scientific corporation that a wallstent biliary stent w/unistep plus was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device tip was kinked and the stent did not deploy. The procedure was completed with a plastic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Tip kinked. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.